Manufacturer narrative:
Concomitant medical products: product ID 3898 serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had not been feeling it was necessary to use their stimulation. The patient¿s pain came back and they started to use stimulation again but it was not working, their pain was not relieved. The patient also had inappropriate stimulation and the pain restarted. The lead had moved however the patient did not have any pain from the lead that had moved. Actions required as a result of the event included ¿securing the lead¿ april 25, 2014. The patient also wished to have surgery for a new lead implant. The explant and replacement was on (B)(6) 2014. The patient was also hospitalized from (B)(6) 2014. It was unknown if any diagnostic testing or troubleshooting was done. The patient was ¿stimulated¿ in all areas, thigh, calf, and lumbar.